Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The patient has a history of diabetes and hypertension. It was reported that the patient had been doing well, when it was noticed there was an onset of left leg pain after some heavy lifting and straining. A follow-up CT angiogram was performed and showed occlusion of the left limb of the aortoiliac graft. There was some kinking of the limb in the distal common iliac artery. Balloon thrombectomy was performed, and after multiple passes, there was residual thrombin in the distal aspect of the left iliac limb. An aneurx 16 mm x 115 mm iliac stent graft was implanted to exclude the area of residual thrombus, and to more adequately treat the area of kinking. This showed successful exclusion of the thrombus in the previous limb of the graft; however, there continued to be kinking in the distal aspect of the common iliac artery. A 9 mm x 37 mm express stent was deployed with improvement of the distal kinking. Final angiogram showed excellent flow through the endograft via both limbs. The patient was noted to have palpable pedal pulses in both sides at the completion of this case. No additional clinical sequelae were reported.